Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient received inappropriate therapy due to atrial fibrillation causing svt. Reprogramming was performed. The patient's condition is fine after the event.